Event description:
Rep alleges the unit caught on fire at the control module while the patient was using it.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Moisture exposure.

Event description:
Rep alleges the unit caught on fire at the control module while the patient was using it.